Event description:
During endoscopy procedure, it was noted part of a cautery hook had broken off into 2 whole pieces while in use. Both pieces were immediately identified and successfully removed from the patient. Extra time was taken to survey and assess the area for any additional components, none were found. No harm to the patient.